Event description:
Since [date redacted] into [date redacted] - a period of approximately 2 months, the cicu [coronary intensive care unit] and [redacted] hematology-oncology departments have noted 4 incidents involving the 5fr corpak feeding tubes. No patient harm or injury sustained by any of the patients involved. Issues include feeding tube noted to be transected on chest x-ray on a [age redacted] old pt. The provider came to bed side and feeding tube removed with 10 cm retained by pt. Occurred with [age redacted] patient. When removing pts ng [nasogastric] tube (placed estimated 2 months ago) rn gently removed tube (no resistance was met) and upon removal the tube broke in half. Pt tolerated removal well. Rn confirmed tip of ng tube was present at removal, and that concern is ng tube was very fragile and if it would have broken off while still placed in pt. Concern is that this could have resulted in multiple serious events occur (aspiration while sleeping with tube feeds and or bowl obstruction). Occurred with a [age redacted] patient. Pt¿s left nare corepak with continuous feeds running. Pump rang off occlusion (no flow). Nurse tried to flush corepak and corepak had puffed out/ballooned/stretched/weakened area while trying to be flushed. This area of the corepak that was ballooned was outside of the patient. Corepak remained occluded. Aprn [advance practice nurse] notified, corepak removed from patient. Corepak intact when removed. These specific products have been removed from use. Supply chain value analysis has in her possession, [redacted]. Available for onsite review my manufacturer.